Event description:
It was reported through the patient's friend/relative that the patient has been having health and function issues with the implant. It was further reported by the patient that since having surgery he is experiencing extreme pain and swelling. Patient also reports hearing a lot of noise with the implant. The knee has also given out on the patient causing him to incur other injuries. Patient would like to know if the implant that he has currently is a recall.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520b500, triathlon prim cem fxd bplt #5, lot code: sd33h. Cat. No.: 61911010, simplex p - us full dose 10-pk, lot code: rfo156, rgo179. Cat. No.: 5550-g-360, triathlon symmetric x3 patella, lot code: z833. Cat. No.: 5515-f-602, triathlon ps fem component, cemented, lot code: vvdj. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding instability involving a triathlon ps insert was not confirmed. Device not returned for review. Medical records received and evaluation: a review indicated: there is no documentation that factors of faulty prosthetic design, manufacturing, or materials are responsible for the complaints noted in the event description. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided. A review of the provided medical records by a clinical consultant indicated that in this morbidly obese young male patient more than six years status-post right total knee arthroplasty, there is no documentation that factors of faulty prosthetic design, manufacturing, or materials are responsible for the complaints noted in the event description. His cemented triathlon knee components are not the subject of a recall. Additionally provided follow-up notes did not confirm the original complaints noted in the event description and did not alter the earlier conclusions. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported through the patient's friend/relative that the patient has been having health and function issues with the implant. It was further reported by the patient that since having surgery he is experiencing extreme pain and swelling. Patient also reports hearing a lot of noise with the implant. The knee has also given out on the patient causing him to incur other injuries. Patient would like to know if the implant that he has currently is a recall.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device not returned for review. The medical records received are insufficient for medical review. No material or manufacturing defects were observed during this analysis. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. The reported event regarding instability of a triathlon was not confirmed.

Event description:
It was reported through the patient's friend/relative that the patient has been having health and function issues with the implant. It was further reported by the patient that since having surgery he is experiencing extreme pain and swelling. Patient also reports hearing a lot of noise with the implant. The knee has also given out on the patient causing him to incur other injuries. Patient would like to know if the implant that he has currently is a recall.